Manufacturer narrative:
E1 phone number: (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that cadd solis lines leaking when infusing. The patient tried a 2nd line, same lot # (6093201) and it leaked as well. Patient had a different lot number line and was able to infuse without problems.